Event description:
Surgeon said the patient¿s issue was due to metallosis with high chromium levels present in the blood. The presence of a pseudo tumour was also confirmed.

Manufacturer narrative:
The complaint states that revision surgery was undertaken due to metallosis and high chromium levels present in the blood however no medical records, reports, or products were returned to confirm the root cause of the complaint. A review of manufacturing records of the products concerned in the complaint identified no anomalies. Without return of products or further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion. Should further information be returned the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.